Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the femoral component at the bone to cement interface. Cement manufacturer was unknown. It was also reported that the patient complained of instability after falling during exercise. Her primary surgery was done in port huron michigan by a unknown surgeon. No signs of infection, all cultures came back clean. Everything but the patella was removed. The femur came off relatively easy, the tibia was well fixed. A tc3 was implanted. At the end of the case, patient was stable through a full range of motion. Again no record of the implants removed, so no lot numbers or catalog numbers available. The original date of surgery was an estimation date from the patient. Doi: (B)(6) 2011; dor: (B)(6) 2020; left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.